Manufacturer narrative:
Citation: michael a. Gaglia, jr. Comparison in men versus women of co-morbidities, complications, and outcomes after transcatheter aortic valve implantation for severe aortic stenosis. Am j cardiol. 2016 dec 1;118(11):1692-1697. Doi: 10.1016/j.amjcard.2016.08.04. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding outcomes after transcatheter aortic valve implantation (tavi). All data were collected from a single centers between 2007 and 2015. The study population included 755 patients (predominantly female; mean age 83 years), 183 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, myocardial infarction (mi), bleeding and vascular complications, cardiac tamponade, ventricular rupture, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.